Event description:
It was reported that the white part of the serfas was chipped.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The detached piece was not returned with the unit. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery for cutting tissue at maximum cutting power, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Several continuous activations of over a minute were observed. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls, device history record review and returned unit¿s evaluation. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. According to the activation history of the returned unit, it is possible that the user could have been cutting through hard tissue. The returned unit showed some scratch marks on the insulation linear to the electrode, which is indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which may have contributed to the damage observed, and it is contraindicated as per user instructions for the serfas energy probes family. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the white part of the serfas was chipped.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.